Manufacturer narrative:
(B)(4). Upon inspection the complaint was confirmed upon completing the electrical and performance evaluations of the inspection. Electrode 5 was discontinuous and could not be used to make an ablation. All other electrodes worked properly and were able to ablate the tissue. The rf wire was continuous from the handle to the esu connector; it was discontinuous between the electrode tangs and the handle. Additionally, the magnet cap had failed, allowing the magnet to become dislodged. The magnet was not returned with the device as it was disposed of by the facility.

Event description:
It was reported during the procedure the electrode number 5 didn't work properly and must be excluded during the ablation. The case was completed using the device, delaying it ten minutes. The patient outcome was not affected.